Event description:
A report was received regarding a 95 degree condylar plate with screws implanted on (B)(6) 2012 to treat a subtrochanteric femur fracture. It was reported that a patient radiograph, on an unknown date, identified varus and nonunion. The surgeon explanted the condylar plate and screws and re-implanted a locking proximal femoral plate and screws on (B)(6) 2013. The surgeon noted that no hardware was found to be broken. This is report number 1 of 2 for the same event.

Manufacturer narrative:
The device is used for treatment, not diagnosis. A device history record review was conducted. There were no mrr, ncrs, or complaint-related issues with this lot. The investigation could not be completed; no conclusion could be drawn, as no product was received.